Event description:
Patient stated that v-go is falling off due to sweat. Patient stated he wears v-go above his waist because he crawls into small spaces for work. Patient stated he has used duck type to keep v-go on.